Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. According to the patient, at 6:00 am on (B)(6) 2025, the cgm started reading 40 mg/dl, the patient had no test strips available to check their blood glucose and drank juice. The patient started vomiting and was unable to speak and breathe. Her husband called for an ambulance. In the ambulance, the paramedics tested her blood sugar, and it was so high that the number is not showing. Paramedics provided intravenous (IV) fluid and oxygen, and the pulse reading was high. Upon arrival to the emergency room (ER), the patient was given 6 units of insulin and IV fluids. At the time the patient¿s bg reading was 517 mg/dl and the cgm was showing 40 mg/dl. About 4 hours later, the patient was given another 5 units of insulin. At the time of the report, the patient was in stable condition, however she was still in the hospital. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code - 4415 - speech disorder.